Event description:
The reporter indicated that poor sensing and high lead impedance was observed shortly after implant (lead implanted 2-2-94), so the device was programmed unipolar. Unipolar thresholds are okay, and impedance is okay. X-rays were done today and the device appears to have "stripped" insulation, and "exposed wire" between the clavicle and rib. Did not assess bipolar function/impedance, the patient is dependent.